Event description:
A customer reported that during a retinal photocoagulation procedure, the "laser fiber cable (was) broken and no laser light emitted". A second probe was used to complete the surgery with a 30 minute surgical delay. There was no harm to the pt. Additional info was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).